Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent another procedure, and two lumbar arteries were coil embolized to resolve type ii endoleaks. The pt tolerated the procedure with no complications.